Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the cadiere forceps (part # 471049-08/ lot # n10210412-0015) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. Two images were shared for the event. However at this time, there is insufficient evidence to come to any definitive conclusions regarding the reported event/instrument without the analysis of the returned instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that from the wrist of a cadiere forceps instrument, a tiny plastic shard fell inside the patient. The surgeon was able to remove the fragment completely by using a backup instrument. While there was no harm or injury to the patient, a damaged conductor wire could likely cause or contribute to an adverse event if the cautery feature was used in the patient. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, from the wrist of a cadiere forceps instrument, a tiny plastic shard fell inside the patient. The surgeon was able to remove the fragment completely by using a backup instrument. The issue occurred when the instrument was grasping and was not caused by an instrument collision. The instrument wrist could not be straightened upon removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter (who was present during the procedure) and obtained the following information about the complaint: the instrument looked fine before use and they do not know why the instrument broke. She believes it was a bipolar instrument that was used to grab the fragment from the patient and does not believe any post-operative tests were performed because only one piece that broke and they were able to retrieve that piece. The wrist of the instrument could not be straightened before removal so they removed the cannula with the instrument since the wrist was broken. She has not heard of any issues post-procedure with the patient. Two photos of the instrument were provided. No patient information was available.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.